Manufacturer narrative:
Investigation: twelve sealed 32g x 4mm pen needle samples were returned from lot. No. 9134745, cat. No. 320562. A clog test was carried out on all twelve samples and no issues were observed. No DHR review can be carried out as lot number is unknown. No issues were observed with the returned samples therefore no root cause can be identified.

Event description:
It was reported that pen ndl 32g 4mm hp 100 box fr was clogged. This was discovered during use. The following information was provided by the initial reporter: out of a bag with needles pro, 10 are clogged. He (the end user) has 3 needles used, between yesterday and today.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that pen ndl 32g 4mm hp 100 box fr was clogged. This was discovered during use. The following information was provided by the initial reporter: out of a bag with needles pro, 10 are clogged. He (the end user) has 3 needles used, between yesterday and today.